Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was used to download the data. The download data showed that an 0x3d alarm had been generated by the pod, indicating that the step sensor was asserted before the wire was driven. Corrosion was observed on the pcb assembly, linkage assembly, reservoir, reservoir cap, bottom battery, and chassis. Due to the corrosion observed inside the device, a leak test was performed by occluding the fluid path, rotating the ratchet gear, and checking the fluid path for leaks. A leak was found in the unexposed portion of the soft cannula 0.243 inches from the soft cannula nailhead, resulting in an internal leak. This internal leak contributed to the observed corrosion and the 0x3d alarm. This internal leak contributed to the reported failure to properly deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a new pod was applied.